Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1981-10s was received for investigation. Visual inspection identified that the ar-1981cp-10r recipient collared pin had broken at the weld between the head and the shaft. The shaft was retained within remnants of bone inside the distal end of the recipient handle assembly. The diameter of the shaft was assessed using digital micrometer ID: (B)(4) , and was determined to meet design specifications. Damage was present along the edges of the broken pin head. The cause remains undetermined. The bone quality encountered during the procedure was not provided.

Event description:
It was reported that during a knee surgery with an osteochondral autograft transfer system the tip of the recipient set has loosened, preventing the preparation of the healthy core recipient site. The broken fragments were removed from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device (ar-1981-08s + ar-1981-06s). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.